Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that when the physician tried to implant the left ventricular (lv), it was found to be dislodged. The lv lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece for analysis. The s-curve height was measured, and it was within the specification. A visual and x-ray examination did not find any anomalies.